Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, when the energy select button was depressed, the device inappropriately started to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.